Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump had to be moved. The pump was moved becausewhen the patient was leaning over the sink, the pump was banging it and hurting the patient. The healthcare provider (hcp) placed the pump in a bad location. The hcp move the pump on (B)(6) 2011. The event date was noted as (B)(6) 2010. The issue resolved after revision. The patient could not remember what was in the pump, but stated it was either morphine or dilaudid. The patient confirmed that the issue resolved and that the pump was in a better place. The pump worked great for the patient. It was unknown what was infusing in the pump at the time of report, additional information has been requested, but was not available as of the date of this report.